Event description:
A patient reported blood glucose results of 275 mg/dl with a lifescan meter and 155 mg/dl on another fasttake meter (invalid comparison), performed within 10 minutes of each other. The puncture area was cleaned incorrectly prior to testing. The customer service representative walked the patient through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.